Event description:
It was reported that the patient came to her first fitting. A post-operative audiogram showed a severe decrease of the patient's bone and air conduction level. Thus, the patient is no longer in the indication area for a vibrant soundbridge. A test was carried out, which showed no hearing sensation with the device. The implant is technically working. A re-implantation with a cochlear implant has been scheduled.

Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.